Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed and a cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted with ending therapy. The hp would notify their peritoneal dialysis registered nurse (pdrn), regarding the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.